Manufacturer narrative:
(B)(4). B5 describe event or problem - additional, h2 additional information, h6 health effect - impact code - additional, h6 health effect - clinical code - additional.

Event description:
Subsequent to the initial MDR, additional information was provided. It was reported that the patient lost consciousness when their blood sugar dropped prior to being brought to the hospital. At the hospital, a bg of 33 mg/dl was taken prior to providing treatment to the patient. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient mentioned he went to his ¿lung doctor¿ at the hospital and the next thing he knew he was taken to the emergency room because his blood sugar was too low. There is no information on symptoms the patient had prior to going to the ER only that he reportedly forgot to eat. His blood sugar dropped to 33 mg/dl and he get any alerts from the receiver. The receiver was also not showing any readings. He said he doesn't use bg finger stick so it is unknown at what point the bg of 33 mg/dl was taken. He was given a "chewable, slimy medication¿ provided by the doctors at the hospital and some crackers to eat. After giving him this medicine and crackers to eat, his condition got normalized again. He stayed at the hospital for 3 hours and was discharged on the same day. At the time of the report, the patient was doing good and in stable condition. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.